Manufacturer narrative:
Catheter model: 8637, serial/lot#: unk, implanted: unk, explanted: unk.

Event description:
It was initially reported that the pump was explanted for battery failure. It was later reported that the pump did not have a battery life issue, it was the normal end of service of the battery, however the surgeon noticed a catheter disconnection (proximal). It was also added that the pump and catheter had been destroyed. Drugs delivered via the device were noted as morphine since 2006-(B)(6) and prialt since 2011-(B)(6). Per reporter the pump was probably implanted in (B)(6) 2006 and patient was started with morphine intrathecal. Following the pump explant, the replacement pump was noted to have been externalized on 2011-(B)(6) because of an (B)(6) infection. This has been reported in MFR report # 3007566237-2011-09305.